Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, undersensing and pause episodes were observed. No intervention has been performed, the device remains implanted and will continue to be monitored. The patient was in stable condition.